Event description:
The field service representative (fsr) reported during preventative maintenance (pm) of the device, the battery backup was not working. After troubleshooting, discovered that f2 on the power distribution board was blown. After replacing it, it was discovered that the batteries were dead and read "battery discharged" led was flashing. Since this event was during pm, there was no pt involvement.

Manufacturer narrative:
Investigation in process, but not yet completed.